Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. Per the tandem user guide: the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. It was discovered during troubleshooting with tandem technical support that the customer was using cold insulin and reusing cartridges. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.